Event description:
It was reported that after a therapy upgrade procedure this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise and oversensing on the right ventricular (rv) lead, which resulted in pacing inhibition. The patient experienced greater than 2 seconds of asystole. Boston scientific technical services (ts) discussed the noise was likely due to air bubbles and would dissipate as the air expelled and the fluid dried. The physician elected to continue to monitor and reprogrammed the device to provide asynchronous pacing and tachy therapy off. Subsequently, the device was checked and no noise was seen. This crt-d system was reprogrammed and remains in service. No adverse patient effects were reported.